Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the procedure that the device was attempted, but not used as the implanted lead could not be properly placed in the device header. The device was not implanted. No patient complications have been reported as a result of this event.